Event description:
It was reported that there was an episode of signal artifact monitor (sam) due to electromagnetic interference (emi) for this pacemaker device. A false positive sam alert was received. This device remains in service. No adverse patient effects were reported.